Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: "I have emailed the surgeon involved but he has no further details other that what appears below: which firing of the device did this event occur on? The first firing. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Apparently . Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. Did the surgeon try to pull the trigger from the handle? Yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. Was there any tissue damage? Yes. If so, how was it repaired? It was repaired by unknown how it was done." The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the first clip was not formed properly then it locked onto a vessel and would not release. They had to clip above and below it and cut it off. It is unknown how the procedure was completed. The condition of the patient immediately following the event was stable. There were no adverse consequences for the patient.